Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka) high blood glucose (bg) levels exceeding 23 mmol/l (414 mg/dl) nausea, headache, and fainted, while wearing the pod on the arm longer than 48 hours. At the hospital, the patient was administered subcutaneous insulin, blood tests, and an intravenous (IV) with insulin and potassium.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka) high blood glucose (bg) levels exceeding 23 mmol/l (414 mg/dl) nausea, headache, and fainted, while wearing the pod on the arm longer than 48 hours. At the hospital, the patient was administered subcutaneous insulin, blood tests, and an intravenous (IV) with insulin and potassium.